Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned on (B)(6) 2014, however, the test strip investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The meter was evaluated by lifescan product analysis on (B)(6) 2014. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter gave an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the product issue began at an unspecified time/date. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient reported an increase in food and/or drink last week. The patient claims she developed symptoms of ¿sweating¿ a couple of days after the product issue. The patient denied receiving treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.